Event description:
An endurant ii aortic cuff was implanted for the treatment of a type ia endoleak during the endovascular treatment of a 50mm abdominal aortic aneurysm where a y- stent technique was performed it was reported during the index procedure after completing the y- type procedure a final contrast study identified a type ia endoleak. During deployment of the endurant cuff the peripheral end of the cuff hit off the flow divider and blood flow was observed only in one side. A recovery was attempted unsuccessfully so a fem-fem bypass was then performed. The procedure was completed and the endoleak confirmed as resolved. Per the physician the cause of the deployment difficulties was due to user error - because the main body was pushed up and placed, the body section was shortened; when the cuff were added, the push up was insufficient, so the graft peripheral part of the cuffs was positioned more peripherally than the flow divider. Was due to the main body been pushed up and placed, then the body section was shortened. When the cuff was added, the push up was in sufficient. The grafts peripheral part of the cuff was positioned more peripherally than the flow divider. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.